Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2015 resulting in fixture loss. The device has not been made available for analysis as of the date of this report, january 13, 2016.

Manufacturer narrative:
Correction: the correct brand name is: bia400 implant 4mm w abutment 12mm, not baha flange and abutment as previously reported. The correct common device name is cochlear baha connect system, not lxb: product code, product code: lxb as previously reported. The correct product code is: mah not lxb as previously reported. The correct 510(k) number is k121317 not k955713. This report is filed on july 05, 2017 (B)(4).